Manufacturer narrative:
Concomitant products: product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3998, lot # j0537485v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) was removed due to alleged abnormal battery depletion. It was unknown when the ins was removed. Weight gain was the reason the ins had to be removed. Medical history includes lumbar radiculopathy. If additional information is received, a supplemental report will be submitted.